Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The pump was refilled on (B)(6) 2014 and the patient¿s dose was increased by 15%. On (B)(6) 2014, the patient started hearing the non-critical pump alarm; telemetry had not yet been performed. The patient¿s mother looked at the old telemetry strip from the may refill; she did not believe that the pump had been refilled since then and it noted that the low reservoir alarm date was (B)(6) 2014 and she did not have a refill appointment on her calendar. Per the patient¿s mother, the patient was having a headache, but ¿he is under a lot of stress¿. The patient¿s mother called the physician¿s office and they were closed until (B)(6) 2014; she did leave a voicemail for the care coordinator. As of (B)(6) 2014, the patient¿s mother had gotten in touch with the physician¿s assistance and had a refill appointment scheduled for (B)(6) 2014. If any urgent situation arose before then, the patient was to go to the ER (emergency room) as the pump would be near empty by the refill appointment. The device system was delivering baclofen. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.